Event description:
The maquet operating room table yuno otn was used together with the extension device 1433.62a1 for a hip arthroplasty. During surgery, it was observed that the locking / unlocking and traction functions did not perform as specified. No injury to the pt was reported. The case was successfully performed. (B)(4).

Manufacturer narrative:
This failure is attributed to a malfunction of the release lever of the screw tension device. Maquet has initiated field correction reference number 8010652-11/6/2012-002c to address this issue. The customer was notified of this field correction, and has completed an acknowledgement form. The field correction was completed at the customer's facility on (B)(4) 2012. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. (B)(4).